Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation electrodes, the analyze button pressed and a countershock delivered. According to the rptr, the device would not discharge for subsequent "shock advised" decisions. A backup device was called for and used. The pt was resuscitated and transfered to the hosp.